Event description:
Severe allergic reaction [hypersensitivity]. Irritation [skin irritation]. Rash [rash]. Pain [pain]. Injury [injury]. Case description: a consumer reported that they, an adult female age unspecified, used always/alldays pantyliner, large scented liner by mistake, unspecified total daily use, and reported the following: severe allergic reaction, irritation, rash, pain, injury. The consumer was hospitalized in the gynecology ward and discharged on (B)(6) 2012. She visited her doctor and discontinued use of the product. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
Batch number and product samples were provided by the reporter. Batch retains investigation pending.